Event description:
Medtronic received additional information that the day after the implant of this bioprosthetic valve, an electrocardiogram showed a left bundle branch block that did not require treatment. Six days post implant, an underlying rhythm of complete heart block was discovered which progressed to asystole and required cardiopulmonary resuscitation. Two days later, a permanent pacemaker was implanted. No subsequent adverse patient effects were reported. Additional information was received that the patient had been admitted to hospice with end stage renal disease, and subsequently passed away. It was reported that the death was not related to the valve or its function.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.